Manufacturer narrative:
No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system. The sensor interface board was replaced to resolve the reported issue.

Event description:
The hospital reported high pressure in vent mode. There was no report of patient involvement.